Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported occlusion of a hakim valve. The valve was implanted via v-p shunt about 6 years ago. An initial setting was unknown. In 2020, the patient presented headache and cerebral ventricular enlargement was confirmed. Then, the contrast test was performed, and valve occlusion was confirmed. Therefore, it was replaced with a new valve (certas) on (B)(6) 2020. The patient is recovered after the replacement.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI)- (B)(4). Device history record (DHR) - lot cnmcj2 conformed to the specifications when released to stock. Failure analysis- the valve was visually inspected, no defects noted. The valve passed the test for programming, occlusion, leak, reflux and pressure. The possible root cause for the problem reported by the customer could have been due to biological debris interfering with the valve, no occlusion issue was noted during the investigation.

Event description:
N/a.